Event description:
Rn administering morphine via glass syringe and capujet. Rn was not able to push in morphine - gave great resistance. Utilized a 3ml syringe to withdraw morphine and administer via push. Unsure if it is a morphine vial problem or a carpujet problem. FDA safety report ID# (B)(4).